Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed, complete totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a guidewire was advanced to cross the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 14 atmospheres. The balloon was completely removed from the patient and the procedure was completed with a 4x4 mustang balloon catheter at 20 atmospheres. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of a coyote es balloon catheter. There was blood in the inflation lumen and balloon. There were numerous hypotube kinks and the tip was damaged. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall on the proximal edge of the distal markerband was revealed. There were scratches to the right of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed, complete totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a guidewire was advanced to cross the lesion, a 3mm x 40mm x 146cm coyote&#10245;s balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 14 atmospheres. The balloon was completely removed from the patient and the procedure was completed with a 4x4 mustang balloon catheter at 20 atmospheres. No patient complications were reported and the patient's status was good.